Manufacturer narrative:
Correction section h6; investigation finding was update in error and has been corrected as the product was not returned for analysis.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s implantable cardiac monitor (icm) showed false pause episodes due to under-sensing from loss of contact. It was recommended that the clinic continue to monitor the patient and no intervention was performed. The patient was in asymptomatic and had no adverse consequences.